Event description:
Surgeon followed the manual instruction to insert the twinfix ti 3.5mm suture anchor. Incident happened when the titanium anchor was being put into the bone, the inserter could not firmly hold the anchor. Surgeon tried to screw-in & out the anchor from the site using the inserter but failed. The result is that part of the anchor has been placed into the bone, while around 3-4mm of the anchor remained out of the site. It was confirmed that "patients bone quality was good. Shoulder repair was a slap repair. No drill was used. Ao two finger technique was used to insert anchor. Axial alignment was maintained during insertion".

Manufacturer narrative:
Device was not being returned for evaluation. (B)(4).